Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05788. It was reported that the patient presented to the emergency department after ICD shock. Upon interrogation, the ICD was noted to have oversensing anomaly. A chest x-ray was performed and showed the rv lead dislodged back into the right atrium. The tachy therapy was disabled and the patient was admitted to the hospital awaiting lead revision. On (B)(6) 2019, the device and lead were explanted and replaced. The patient was stable after the procedure and there were no complications.

Manufacturer narrative:
The reported event of the device sensing both the atrial and ventricular signals was confirmed via review of the stored egms. The device was sensing both signals, because the lead was dislodged and pulled back into the right atrium. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested in the laboratory, and the device¿s function was normal.